Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a launcher guide catheter. The device was inspected prior to use and prepped with no issues noted. Resistance was noted when advancing the launcher in the vessel. Excessive force was not used. Resistance was encountered when a standard size guide liner was inserted into the launcher guide catheter and the guide liner could not be advanced. On removal of the guide liner from the guide catheter, the tip of the guide catheter was noted to be kinked and split. No patient injury reported.